Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The following sections were updated: a1, d4, d10, g4, g7, h2, h3, h6, and h10. The device was returned to an olympus service center for evaluation where it was confirmed the power switch was stuck intermittently and needed to be replaced. As 17 years or more have passed since this product was manufactured, it is presumed that the power switch was worn out due to repeated use for a long time, resulting in failure.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 26-aug-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because over 17 years have passed since the device was manufactured. If additional information becomes available, this report will be supplemented.

Event description:
The power of the device was turned on intermittently. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.